Event description:
Reference number (B)(4). Event occurred in austria. It was reported that the patient faced eight instances of infusion set needles coming out event on (B)(6) 2026, which resulted in bent plastic due to a loose catheter. The insertion site was the belly. The patient replaced the infusion set and resumed insulin deliveries successfully. No additional information available.

Manufacturer narrative:
Initial and final (B)(4). - device 6 of 8.